Manufacturer narrative:
Correction: d1, d4, h4 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the drawer was accessed, it did not pop open and had to be quickly pulled out. A field service engineer reseated the connections in drawer 4 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
T was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer not opened, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer reseated connections in drawer 4 to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not opened, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.